Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-02725. Concomitant medical products: 00630505636 liner, lot 63324468; 00625006530 bone screw, lot 63420038; 00625006520 bone screw, lot 63396989; 00771101600 femoral stem, lot 63204205; 00620205622 shell, lot 63392366; 00877503602 femoral head, lot 2842498. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address right hip pain. The surgeon felt the pain was end of stem pain with modulus of elasticity mismatch. Upon opening of the joint, all components were found to be well fixed. Heterotopic bone was noted from the lesser trochanter and distally. The surgeon chose to not remove any of the heterotopic bone as he felt it was attributed to the inflammation. The pain was treated with 80 mg of depomedrol and 20 ml of saline into the anterior capsule and along the iliopsoas tendon sheath. The surgeon felt this was the source of pain. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.